Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the threads on the battery compartment were stripped and the battery cap was damaged. It was reported that moisture or corrosion was observed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The threads on the battery cap were stripped. The battery compartment was found to have cracked and moisture corrosion was observed in the compartment. The pump powered up and functioned properly. All the buttons responded normally. A leak test showed a leak where the crack was located. The pump casing was opened and no evidence of moisture intrusion was found inside the pump.